Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 2/25/2014, electrode belt- 10/5/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that prior to passing the patient was at home and lost consciousness prior to passing. The patient's family called ems and CPR was attempted on the patient without success. Review of the patient's download data revealed that prior to passing, the patient received seven appropriate treatments from the lifevest. At 13:44:32, the patient received the first treatment from the lifevest during vf with motion artifact. The post-shock rhythm was also vf with motion artifact. At 13:45:07, the patient received the second treatment from the lifevest during vf. The post-shock rhythm was sinus bradycardia at 40 bpm with motion artifact. At 13:45:25, a non-treatable rhythm was declared by the lifevest. At 13:49:05, the patient received the third treatment from the lifevest during vf. The post-shock rhythm was asystole for 7 seconds transitioning to severe bradycardia at 10 bpm. At 13:49:29, the patient received the fourth treatment from the lifevest during vf. The post-shock rhythm was sinus bradycardia at 30 bpm with recurrent vf. At 13:49:58, the patient received the fifth treatment from the lifevest during vf. The post-shock rhythm was also vf. At 13:50:29, the patient received the sixth treatment from the lifevest during vf. The post-shock rhythm was sinus bradycardia at 50 bpm with pvc's and recurrent vf. At 13:51:03, the patient received the seventh treatment from the lifevest during vf. The post-shock rhythm was also vf. At 13:57:06, a non-treatable rhythm was declared by the lifevest. The patient's rhythm was vf with CPR and motion artifact. CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment. From 13:57:06 to 14:53:26 the patient then received four non-lifevest defibrillations while the rhythm was obscured by CPR artifact. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The lifevest acted as designed. The lifevest will deliver up to 5 defibrillation shocks in one treatment sequence. From 13:49:05 through 13:51:03, is one detection sequence where the lifevest appropriately delivered 5 defibrillation pulses. Starting at 13:57:06, no further detection sequences were initiated by the lifevest due to motion and CPR artifact obscuring the patient's rhythm.